Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection (specific date not reported) at the implant site. This report is submitted on oct 19, 2021.

Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss and was subsequently treated with topical antibiotic (date and duration not reported). Reimplantation is planned but had not taken place at the time of this report and additional information has been requested but has not been made available as of the date of this report.